Event description:
Cautery was discarded uncapped in sharps container and started a fire. No injury to patient or staff.

Manufacturer narrative:
Device contains warning and disposal instructions on the cap and cautery body. Instructions for proper disposal by removing the tip and replacing the cap were not followed prior to placing in the sharps container.